Manufacturer narrative:
(B)(4). Results: previously deployed stents present, attempt to pull undeployed stent back into guide catheter, failure to deliver stent, stent deformed, stent embolism), (calcification). Conclusions: (previously deployed stents present), (attempted to pull undeployed stent back into guide catheter), (calcification). Evaluation summary: only the stent was returned for evaluation. The stent was severely stretched and deformed. Blood residue was evident along the stent. Procedural images received confirmed that the physician was attempting to place a stent in the proximal lad. The images also confirm the presence of calcification in the target lesion. The distal lad appears to have been previously stented and there are also stents in the mid lcx. Images were also captured of the dislodged stent stretching as it was withdrawn from the pt. Photos received of complete device show blood in the inflation lumen.

Event description:
The physician was attempting to implant a 3.0 mm diameter x 24 mm length endeavor resolute rx drug-eluting stent to the proximal lad which was reported to be mildly calcified. The stent was deployed, but the physician was unable to fully inflate the device. The physician then pulled back the stent delivery system into the guide catheter and on removal saw blood in the balloon catheter. Another attempt was made using a different device to completely inflate the stent, this was unsuccessful and the physician decided to remove the stent. As the stent was withdrawn towards the guide catheter, it dislodged. A snare was used to remove the dislodged stent from the pt. The lesion was pre-dilated twice prior to the attempted implantation and the device was inspected prior to use with no issues noted. There was no pt injury and no additional clinical sequelae were reported.